Event description:
It was reported that when the patient was being transferred by the spouse, the mast allegedly broke, causing the patient to fall to the floor. Patient suffered a cut above the eye. This is a rental unit, in the home since november 1997.